Manufacturer narrative:
The device was returned to the service center for evaluation. The reported "when turned on, unit restart message is shown every time¿ was confirmed as error e433 occurs continuously due to a faulty generator board. Additionally, there are minor scratches and dents on the external top cover and front panel. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. However, the service evaluation identified the generator board as the cause of the reported error. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The service center was informed by the biomedical technician at the user facility that when the high frequency electro-surgical generator is turned on, a restart message is shown every time during an unspecified event. The device was returned to the service center for evaluation. There was no patient involvement or harm reported.